Event description:
The canada customer reported, intermittent weak staining at the bottom of the slides. This is seen on different antibodies. It is affecting the lower part of the slides where they put their multi-tissues controls. The field service engineer repaired the instrument by replacing the aspiration and dispense check valve causing this malfunction. The instrument is fully operational, within specification, and ready for use. The customer continues staining on this instrument. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.